Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that auxiliary drawer 1.1 had a cubie error and invalid memory. The fse performed recovery of the storage space and resolved the issue. Hardware testing application diagnostics were completed successfully, and no further errors were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the cubie was not able to be opened. The customer rebooted the device and attempted to recover; however, the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.